Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 01/05/2016, pentax medical received a customer report stating pentax video gastroscope model eg-2990i/serial (B)(4) failed the atp test after reprocessing three times. On (B)(6) 2016, the facility confirmed the gastroscope was previously used on a patient after it was high-level disinfected and passed the facility's employed atp test method. The gastroscope was then returned to sterile processing for cleaning after the procedure was completed. The facility stated the pentax cleaning process was followed and the gastroscope was atp tested. According to the facility, it reprocessed and atp tested the gastroscope three times because each time, the gastroscope failed the facility's employed atp test method. The gastroscope was immediately removed from use to avoid the possibility of cross contamination, and sent in to pentax for evaluation.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The gastroscope was sent to pentax for evaluation. The pentax service inspectional findings included the following: grooves in suction cylinder threads. Insertion tube bite marks. Umbilical cable dent. Passed wet/dry leak tests. Umbilical cable single buckled under pve root brace. Remote control button case scratched. Remote control button case lid scratched. Air/water socket cylinder o-ring chipped. Up angulation decreased. Repairs were performed on the gastroscope, which included replacement of the following components: distal end assy with tubes. Adjusting collar. Bending rubber. Distal attaching plate. Segment assy attaching screw. Insertion flex tube. Angle wire. Insulation ring assy. Control body complete. A device history review was performed on (B)(6) 2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The cause of the failed atp test is unknown. The device was returned to the customer on 2/04/2016. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on 03/10/2017 and considers this medwatch report closed.